Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after the needle knife was put through the scope the needle would not come out / extend. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; "the distal tip appeared to be melted".

Manufacturer narrative:
A visual examination revealed that the cut wire/ needle would not extend out of the catheter when activated with the handle and it felt that the cut wire/ needle extension was obstructed at the distal tip. Examining the distal tip, it was found that the cut wire/ needle lumen at the distal tip appeared to be melted which hindered the cut wire/ needle from extending out of the tip. Cutting open the distal tip extrusion and repeating the evaluation for cut wire/ needle extension by extending the handle, it was found that the cut wire/ needle could be advanced/retracted and the cut wire/ needle extension now meets the specification. The distal end of the cut wire/ needle was blackened from use but intact and not broken. The condition of the returned unit was consistent with the complaint incident that the needle would not extend/ advance out of the tip. The most probable root cause is operational context. A review of the device history record (DHR) was performed and confirms that the device met all manufacturing specifications. . A search of the complaint database revealed that no other complaints exist for the specified lot.